Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "cgm accuracy" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. It has been reported that there was a difference in readings of 20 points off. There were no reported glucose values available to search within the parkes error grid calculator.